Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with a complaint of chest pain and syncope. It was noted that the right atrial (ra) lead was under sensing. It was also noted that the right ventricular (rv) lead exhibited diminished sensing and possible retrograde conduction. The lead remains in use. No further patient complications have been reported as a result of this event.